Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis event was unknown. Treatment was not reported. Dianeal therapies were ongoing and the patient was recovering from this event. No additional information is available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e06043 and h13g17038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).upon further investigation, it was determined that this report is a duplicate of report 1416980-2013-34932. All investigation activities will be captured under report 1416980-2013-34932.